Manufacturer narrative:
(B)(4). Date sent 2/3/2025. D4 batch #770c70. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that one ntlc75 device was returned with the anvil detached, the staple height selector broken off, and both bearings detached. All these components were received inside a plastic bag, and no reload was present. During the visual inspection, the anvil shroud showed all locks broken that support the metal body anvil to shroud causing the separation of the metal body, and this condition most likely caused the missing bearing and the staple height selector damaged. Further analysis shows that the anvil was detached due to the all-anvil posts were damaged as if the anvil was pulled out of the device. Due to the condition of the device, no functional test was performed. Based on the condition of damages observed in the device the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. A manufacturing record evaluation was performed for the finished device batch number 770c70, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please clarify when the device malfunction was identified (pre-op/intra-op/post-op) did the device staple? If the device stapled, was the staple line complete? If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Did the device cut? If the device cut, was the cut line complete? Were the cut line and staple lines equal? Was the device fired across a staple line? Did the reload lock out and would not work? Did the reload begin to staple and cut, but then jammed? Did the device staple, but there was no cut line? How was the procedure completed? Could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during an unknown procedure the device did not work.